Event description:
It was reported that the right ventricular (rv) lead alert triggered for oversensing. Noise and high short interval counts (sic) were noted. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented, lead was destructively analyzed and no anomalies could be attributed to the complaint at this time. Concomitant products: d314drg, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).